Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 32 tubes with foreign matter, 3 with missing label information, and 100 with air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x25. Defective marking x3. Dirty shieldx2. Black spot in tube x3. Dirty tube x1. Gel air bubblesx100. Sticky tube x1.

Event description:
It was reported that there were (B)(4) tubes with foreign matter, (B)(4) with missing label information, and 100 with air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x25 defective marking x3 dirty shieldx2 black spot in tube x3 dirty tube x1 gel air bubblesx100 sticky tube x1.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10